Event description:
Clinical study. It was reported that post index procedure, the pt experienced angina, resulting in a cardiac catheterization. The index procedure treated a de novo lesion in the third obtuse marginal (om3). The vessel was 2.7 mm wide, 12 mm long, and 80% stenosed. There was severe tortuosity. The physician direct stented the lesion with a 2.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. The pt received plavix during the procedure. The pt was discharged one day later on aspirin and plavix. On day 28th, the patient presented to an outside hosp with chest pain. A cardiac catheterization was performed and the pt was diagnosed with congestive heart failure. No further info is available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for top assembly batch 6903166 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined.